Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: biomet microfixation unknown sternal plate catalog #: ni, lot #: ni, therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, half remains in the patient, the other half was sent to the hospital's risk management department. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while implanting the screws during a sternal case, the screw broke in half. Half of the screw stayed in the patient as the surgeon was unable to retrieve it from the sternum. The surgeon believed the patient's very dense bone was likely the cause of the issue. The surgeon was confident that the plate was fully secure despite the screw fracture. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Functional testing and inspections could not be performed due to the part not being returned and no photographs, x-rays, scans, or physician reports being provided. For these reasons, the complaint cannot be verified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.